Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter. Customer reported receiving readings of 20 mg/dl and 499 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. The customer then reported modifying their medication based on the readings obtained. They then reported experiencing cramps, vomiting, and a "loss of breath." Paramedics were called, and the customer was taken to a local hospital where they were diagnosed with diabetic ketoacidosis. Exact treatment administered to stabilize glucose is unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.